Event description:
It was reported that a malfunction code, malf 12, was displayed, and the pump required a reset. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact on the blood glucose level. Technical support provided instructions for resetting the pump, and the customer was advised to follow up and perform a reset.